Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the minor bleed/acess site adverse event: oozing noted at rp site yesterday during dressing change. Dressing redone with improvement. Heparin had been off for trialysis line placement and act was 197. The cause of the access site adverse event was use related to high act values. Placement signal issue: alarm reported on second day of support. Data logs confirm the psnr alarms and show alarms #1053, 1054, and 1055 indicating an optical issue. At this time cvp is negative with a drop in snr. There are also suction alarms. Dp placement signal and mc are also variable at this time. These events are occurring at p-9. All parameters and alarms improve when the pump is turned down to p-6, p-5, and p-4, indicating that the patient could not handle higher p-levels. However without additional clinical details such as the patient's volume status, any concomitant devices, or the pump's positioning, the issue cannot be investigated further to identify the cause of the suction condition. The metrics improve by afternoon of oct-18. Clinical states the patient was believed to be hypovolemic and was receiving blood volume while on support. The cause of the placement signal issue was determined to be patient condition related per data log review showing suction conditions, negative cvp values, and metrics/alarms improving by reducing p-level and giving blood volume. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported that during support of impella rp the patient placement signal issue on rp, audio off. Impella rp currently running at p9 with intermittent ps waveforms. Overnight impella rp was alarming ¿placement signal unreliable¿ with placement signal intermittently not reading. The physician would like to disable placement signal audio. Impella rp weaned to p0 and explanted without issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.